Manufacturer narrative:
D4: updated unique identifier field to (B)(4).

Manufacturer narrative:
A review of the device history record was not possible as the lot number reported was unknown. Five brand new devices were received for evaluation. A visual and functional inspection found no evidence of a leak in the device. The root cause cannot be identified as the reported condition could not be confirmed based on the test results for the returned samples. A formal corrective/preventative action will not be initiated at this time as the reported condition did not identify a manufacturing or production process. This complaint will be closed with no further action and will be used for tracking and trending purposes.

Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
Customer reports: there is leaking from the base of the bag.